Manufacturer narrative:
The device referenced in this report has been discarded by the user facility. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent teflon pad damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, two thunderbeat device probe broke off outside the patient. Furthermore, olympus was informed that the probe of the second device did not break; however a crack was observed. There was a probe damage error displayed on the generator. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using another thunderbeat device. No patient injury reported.